Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 (mg/dl). Customer administered a bolus with the pump to treat their bg level. It was also reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a bg level of 205 (mg/dl) at the time of the alarm. At the time of the call, customer did not have backup insulin therapy available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.